Manufacturer narrative:
Additional information: d9, h3 plant investigation: the actual device was returned to the manufacturer for physical evaluation. A visual inspection of the returned cycler exterior showed signs of physical damage; heater tray damage there were no visual indications of dried fluid within the cassette compartment on the pump. There were no visual indications of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
A peritoneal dialysis (pd) patient reported physical damage to the cycler and explained there was a small hole that's an inch and a half across that seemed to have burn marks around it. The patient used a bleach wipe to clean the cycler. The patient was advised to discontinue use of the cycler. The cycler was replaced due to the physical damage and the patient was advised to contact their peritoneal dialysis registered nurse (pdrn) to inform them of the replacement. The patient did not know how to perform continuous ambulatory peritoneal dialysis (capd) therapy and could not perform manuals. Upon follow up, the patient stated they were unable to complete peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd) in the absence of the cycler. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient stated prior to treatment they noticed a burn mark about an inch and a half in diameter on the top center of the heater tray, and appeared as though the metal had eroded. There was no burning smell, smoke, melting, or arcing noted, and there were no reports of sparks or flames. The patient has received a new cycler which is working well and is continuing peritoneal dialysis therapy with no further issues. The cycler is scheduled to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported physical damage to the cycler and explained there was a small hole that's an inch and a half across that seemed to have burn marks around it. The patient used a bleach wipe to clean the cycler. The patient was advised to discontinue use of the cycler. The cycler was replaced due to the physical damage and the patient was advised to contact their peritoneal dialysis registered nurse (pdrn) to inform them of the replacement. The patient did not know how to perform continuous ambulatory peritoneal dialysis (capd) therapy and could not perform manuals. Upon follow up, the patient stated they were unable to complete peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd) in the absence of the cycler. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient stated prior to treatment they noticed a burn mark about an inch and a half in diameter on the top center of the heater tray and appeared as though the metal had eroded. There was no burning smell, smoke, melting, or arcing noted, and there were no reports of sparks or flames. The patient has received a new cycler which is working well and is continuing peritoneal dialysis therapy with no further issues. The cycler is scheduled to be returned to the manufacturer for physical evaluation.